Event description:
The distributor contacted animas on (B)(6) 2013, alleging there was moisture in the display. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged moisture ingress issue remained unresolved.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This supplemental is to correct the brand name of the product.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2014.device evaluation: the device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: on examination, there was no evidence of moisture ingress and no visible damage of pump case. There was no corrosion visible in battery compartment or cartridge compartment. A leak test was performed and revealed a display lens leak. The pump was opened to check for internal moisture damage. Moisture residue was found on the internal components and printed circuit boards. The keypad demonstrated signs of moisture residue and all of the keypad buttons were noted to have intermittent response and required increased force to evoke a response. The vibration motor not responding due to moisture residue.